Event description:
During the atrial fibrillation procedure while ablating, it was reported unit had magnetic distortion error (error 442), body reference moved error (error 256) and catheter error (error 88). Due to these issues case was aborted by the physician. Additional information stated the patient was under general anesthesia for approximately 3 hours prior to the case being aborted. Transseptal puncture had been performed prior to the case cancellation. Patient's age, gender, and chronic health condition or major medical history was not provided. The case was rescheduled. No outcome for the patient was reported. Physician thinks there was potential risk to the patient due to the case cancellation, but not due to the system issue.

Manufacturer narrative:
Investigation is still in progress. A supplemental report will be submitted once completed. (B)(4).

Manufacturer narrative:
(B)(4). During the atrial fibrillation procedure while ablating, it was reported unit had magnetic distortion error (error 442), body reference moved error (error 256) and catheter error (error 88). Due to these issues case was aborted by the physician. After investigation it was determined the reported issue was unable to be reproduced. This issue did not reoccur during the following procedures performed on the same day. The complaint was not confirmed. DHR review was performed. No anomalies were noted in manufacturing or service.